Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in the service order from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was documented as unknown on the initial report. It has been updated as aug 6, 2014. (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the sleeve and bearings were worn and the device could not be inserted. The device also failed the following pre-tests: test for thimble lock operation and cutter insertion. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.